Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the coronary diagnosis procedure. The procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the table movement was not functioning after the system was powered on. Upon troubleshooting actions, the fse found a problem with the table longitudinal motor clutch. The fse recalibrated the table¿s longitudinal motion. After repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed as planned on the same system after restarting the system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's geometry movements were unavailable the device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.